Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper arm actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. The returned device analysis was unable to confirm the reported gripper actuation (one gripper unable to lower), as both gripper arms were identified to function properly. It is possible that there were device preparation techniques (e.g. Unintended curves on the device or device flushing technique) which resulted in increased tension on the gripper lumen coils and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the gripper actuation issue. It was reported that one of the two grippers did not drop down during functional inspection of the clip delivery system prior to use in the patient. There was no patient involvement. Another cds was used to complete the procedure without further incident. No additional information was provided.